Manufacturer narrative:
11/11/1997-supplemental report #1 sent to FDA.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the tissue was not fully transected and the instrument broke. The surgeon applied another device to resect the staple lines and sutured to complete the anastomosis. The hosp reported that the pt's status was satisfactory.